Event description:
It was reported that a spectrum pump displayed an "unload point #2" message when no set was loaded. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported unload set from guide #2 message, which was reproduced. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.